Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken along the shaft of the ball joint, rendering the device is inoperable. The device shows signs of extensive use. Although it was reported during the thr surgery the reflection ball joint screwdriver shaft broke inside of the patient. The clinical investigation report stated that all the pieces were removed by picking up. According to the report, the procedure was completed without delay using a smith and nephew back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery the reflection ball jnt screwdriver shaft broke inside of the patient. The pieces were removed by picking up. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during thr surgery the reflection ball jnt screwdriver shaft broke. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.